Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 49 mg/dl but the blood glucose was 96 mg/dl. And because of the low sensor glucose value the insulin pump had gone into threshold suspend mode at midnight. The customer stated that they kept overriding the alarm. Resumed basal, but the alarm kept occurring as the sensor glucose reading was stuck in the low values, whereas the blood glucose was in a good range of 100 mg/dl. The customer stated that the abovementioned issue happened at least once a week. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.